Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that they set the device to a specific length and when they we using it in the case is continued to advance. They stopped drilling. There was a delay of 5 minutes while they checked if the device was properly locked. Another device was used to complete the case. No adverse events.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Only the reamer barrel of this combination reamer assembly was returned. It is important to note that the reamer barrel that was returned did not have the same lot number as the drill bit that was returned for the same complaint within this pi. It is advisable that devices that are delivered as a set should be used as a set. Returned device was re-assembled according to optech instructions and axial load applied. The reported event could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that they set the device to a specific length and when they we using it in the case is continued to advance. They stopped drilling. There was a delay of 5 minutes while they checked if the device was properly locked. Another device was used to complete the case. No adverse events.